Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. The procedure resulted in a type ia endoleak. The pt had significant augmentation and an aortic diameter measuring outside the treatment range of the selected device. The physician planned to coil the aneurysm to treat an endoleak if needed at the 45 day follow-up. At the 45 day follow-up follow-up, the aneurysm had thrombosed, and a small endoleak persisted. The physician elected to monitor the endoleak and not re-intervene to coil the aneurysm.